Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink i.v. Catheter extension set ruptured. This issue occurred during use with a non-baxter power injector during a CT scan. The baxter sales representative explained to the customer that the product is not approved for use with power injectors. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.